Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn 16190350 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16190350 was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that registered nurse did not able to pull a medication close to order expiration. Pyxis was not out of stock. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary registered nurse was no t able to pull a medication methylprednisolone 40 mg/ml. Pyxis was not out of stock. This was the patient's last dose and was due at 0600 on (B)(6) 2023 and rn could not find the order in pyxis at 0542. The customer stated that the dose was dispensed from pharmacy and sent to the floor for rn to administer. There were no adverse events or injuries reported based on this incident.